Event description:
It was reported that during an unknown procedure, air leaked with a boo sound. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Boo. If so, did the noise prevent insufflation?---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? ---no information. Was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that only the universal seal of device was returned for analysis. It was found in good visual conditions. The complete device was not returned for analysis; therefore, no testing could be performed to evaluate the event reported. It could not be determined what may have caused the incident reported. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.